Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (concentration of 20 and dose of 13) via an implantable infusion pump. It was reported that the patient had poor pain reduction. The catheter was accessed and a dye study was confirmed that the catheter was in the epidural space not intrathecal. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the physicians reviewed the images again and decided the catheter was in the correct place. No further complications have been reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.